Manufacturer narrative:
This report is in response to report mw5044188 from the FDA.

Event description:
It was further reported that the patient was in a paced rhythm with the external pulse generator (epg) before it shut off and that the epg had turned off after the patient was moved from the procedure table to the transport cart. It was also further reported that the patient verbalized having chest pain as well as the asystole. Upon inspection, it was noted that the epg turned off with the protective faceplate still in place. After the epg was turned back on, the patient resumed a paced rhythm. The patient's chest pain resolved after continuation of paced rhythm. The epg's low battery light was not on and the cable connection was tight. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests and bench test. The device functioned as expected and the device stayed powered on during testing. (B)(4).

Event description:
It was reported the device turned off on its own during a procedure, patient went asystole and with some difficulty recovered. The slide cover was moved up and the device was turned back on and procedure completed. Battery was not changed. Measured battery voltage was 9.1 volts. The device was returned for analysis. No further patient complications have been reported as a result of this event.